Event description:
The doctor used surgiwrap following laparoscopic lysis of adhesions. Pt had severe abdominal pain. Pt was re-operated on 4 days later. Area that surgiwrap was placed had dark tenacious adhesions. Pt has had numerous surgeries prior to this event.